Event description:
Customer reportedly obtained results of 111mg/dl, 50mg/dl, 126mg/dl, and 50mg/dl on the aviva system within 10 minutes. Customer drank juice after the result of 111mg/dl based on symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.